Event description:
The pt used the suspect device to check blood glucose level. Pt obtained a result of 204 mg/dl and then dosed insulin accordingly. About fifteen minutes later pt collapsed. A family member saw pt and gave pt orange juice and then called 911. Emt's arrived and checked pt's glucose at 31 mg/dl. Pt was transported to the ER and admitted to the hosp. Pt's sliding scale dose of insulin was lowered. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The supsect device was replaced with new product and then authorized for return to the MFR for eval.